Event description:
It was reported to medtronic neurosurgery that the product catalog indicated that the device, a high pressure valve, should be operating at a pressure range between 135 - 155 mm h2o, but that the physician found it to be operating at about 70 mm h2o. No adverse impact or injury to the pt was reported.

Manufacturer narrative:
The returned valve was patent and met the requirements for reflux testing. However, it did not meet the specifications for leak, pressure-flow, and preimplantation testing due to two tears in the silicone near the proximal edge of the reservoir as well as the presence of crystalline debris within the valve. It is unk how or when the tears occurred, but the crystalline debris is likely the result of dissolved particles in the water used for preimplantation testing that crystalized inside the device after being autoclaved. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Also, crystalline debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.